Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. In addition, it was reported that a cartridge change error occurred. When the customer reloaded the cartridge, a cartridge alarm occurred. Customer loaded a new cartridge to resolve these issues. Customer¿s blood glucose level was 400 mg/dl.